Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after pressing the plug deployment button of a 7f exoseal vascular closure device (vcd) and withdrawing the device, hemostasis was found to have failed. Manual compression was ultimately used to achieve hemostasis. There was no reported patient injury. Retrograde puncture was performed via the left femoral artery using a cordis short sheath. The device was slowly retracted at a 40° angle. After the pulsatile blood flow stopped in the blood return indicator, the closure device was further withdrawn by 1 cm. The indicator window had turned completely black. The patient underwent surgery for lower limb arterial stenosis. The operator had many years of experience using the vcd. The device is being returned for evaluation.

Event description:
As reported, after pressing the plug deployment button of a 7f exoseal vascular closure device (vcd) and withdrawing the device, hemostasis was found to have failed. Manual compression was ultimately used to achieve hemostasis. There was no reported patient injury. Retrograde puncture was performed via the left femoral artery using a cordis short sheath. The device was slowly retracted at a 40° angle. After the pulsatile blood flow stopped in the blood return indicator, the closure device was further withdrawn by 1 cm. The indicator window had turned completely black. The patient underwent surgery for lower limb arterial stenosis. The operator had many years of experience using the vcd. The exoseal vcd was used in an interventional procedure performed with a retrograde approach. The physician was certified in its use. No visible damage was observed on the device or packaging prior to use. A cordis avanti+ 7f sheath was used, and the device was stored and prepared per the instructions for use. Femoral artery suitability and insertion angle were verified by angiography, and the vessel diameter was confirmed to be at least 5mm. No visible calcium or plaque was noted at the puncture site, though mild tortuosity was present. A stent was not present near the puncture site, but vessel stenosis greater than 50% was observed. There was no prior closure or compression at the target site within 30 days and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Fingertip compression was maintained during device removal. Bleeding was noted a few seconds after plug deployment and device removal, but there was no immediate pulsatile bleeding. The plug was deployed in the proper location. There were no multiple stick attempts made prior to access, and the bleeding was treated using manual pressure. The device is being returned for evaluation.

Manufacturer narrative:
As reported, after pressing the plug deployment button of a 7f exoseal vascular closure device (vcd) and withdrawing the device, hemostasis was found to have failed. Manual compression was ultimately used to achieve hemostasis. There was no reported patient injury. Retrograde puncture was performed via the left femoral artery using a cordis short sheath. The device was slowly retracted at a 40° angle. After the pulsatile blood flow stopped in the blood return indicator, the closure device was further withdrawn by 1 cm. The indicator window had turned completely black. The patient underwent surgery for lower limb arterial stenosis. The operator had many years of experience using the vcd. The exoseal vcd was used in an interventional procedure performed with a retrograde approach. The physician was certified in its use. No visible damage was observed on the device or packaging prior to use. A cordis avanti+ 7f sheath was used, and the device was stored and prepared per the instructions for use. Femoral artery suitability and insertion angle were verified by angiography, and the vessel diameter was confirmed to be at least 5mm. No visible calcium or plaque was noted at the puncture site, though mild tortuosity was present. A stent was not present near the puncture site, but vessel stenosis greater than 50% was observed. There was no prior closure or compression at the target site within 30 days and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Fingertip compression was maintained during device removal. Bleeding was noted a few seconds after plug deployment and device removal, but there was no immediate pulsatile bleeding. The plug was deployed in the proper location. There were no multiple stick attempts made prior to access, and the bleeding was treated using manual pressure. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was observed in the black/white position. No additional anomalies were observed during this visual analysis. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in the expected retraction of the indicator wire and plug deployment. The indicator window successfully transitioned to the black, white, and red position. The plug deployment occurred as expected, and the indicator window transitioned properly throughout the simulation. A high-magnification evaluation was performed to examine the internal mechanism. No abnormal conditions were observed. No abnormalities were found within the internal mechanism. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the event and since the device was received without lever depression. Functional analysis achieved successful deployment of the device. The cause of the reported issue could not be determined, especially since the received condition of the device did not match the description provided by the customer as it was received without depression of the lever unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, the device was received with partial depression of the lever. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. It was also reported that the patient had stenosis of the vessel. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.